Manufacturer narrative:
A2. Patient age; corrected data; initial MDR inadvertently submitted incorrect patient age.

Event description:
Anterior-posterior neck and chest x-rays were available that displayed complete view of the neck and chest. Based on the images provided, the feed through wires appeared intact at the connector pins, and the generator was placed in the upper left chest, as expected. The connector pin could be seen coming through the second connector block, therefore complete pin insertion was confirmed. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. Two tie downs were observed to be securing the lead per labeling. A strain relief bend and strain relief loop were present and placed per labeling. No obvious fractures or sharp angles were found in the images. Note that a portion of the lead was routed behind the generator so it could not be assessed. Based on the images provided, there is no obvious cause for the reported high impedance. Note that a microfracture or other discontinuity in that portion of the lead behind the generator cannot be ruled out. No known surgical intervention has occurred to date.

Event description:
The patient¿s lead was explanted. The explanted device has not been received for analysis to date.

Event description:
Information was received that the lead label was coming off of the vns lead. The neurosurgeon's interpretation was that the label that protrudes from the coating of the electrode has sharp corners which cause the lead damage.

Event description:
It was reported that the patient had high impedance. X-rays were taken and it was indicated only 2 coils were noticed on the x-ray and not three. No additional relevant information has been received to date. No known surgical intervention has occurred to date.